Event description:
During a remote follow up, undersensing and noise was observed on the device. It was suspected there was a loss of contact with the tissue. No intervention has been performed. The patient was stable and will continue being monitored.